Manufacturer narrative:
This report is submitted january 24, 2018.

Event description:
It was reported that the patient experienced pain at the implant site and headaches. Subsequently, the patient was treated with oral antibiotics (date and duration not reported).